Event description:
The complaint reported that a female patient (age unknown) had a vaxcel port implanted in 2007. Four months later during flushing of the device, the port was found to be leaking. Upon closer examination by the clinicians the stem was found to be cracked. The port was then successfully removed from the patient. Another port was placed in the patient and according to the complaint, no adverse affects were reported.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specification. The june 2007 15-month ports valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.